Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital discarded as biohazard.

Event description:
It was reported that during a lateral cross ligament suture surgery the suture broke when the surgeon pulled the suture out after inserting the product. The anchor was retained inside of the patient's body. Attempts have been made and additional information on the reported event is unavailable.